Manufacturer narrative:
Initial reporter name: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed, 32mmx3mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After a 3.5 non-bsc guide catheter and non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x10 non-bsc balloon catheter. A 38 x 3.00 promus premier drug-eluting stent (des) was then advanced but failed to cross. Upon removal, it was noted that the stent struts were damaged. Subsequently, a 3x38 promus elite des was deployed. Time 3 flow was established and the procedure was completed. No patient complications were reported and the patient's status was stable.